Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. This patient was noted as being obese, but the device can be seen and is palpable. The physician tried using a different programmer, different wand, different rooms, disconnected equipment not being used, used a direct wall plug, had patient try different posture positions, and tried multiple interrogations. Other patients were interrogated the same day, but did not experience any difficulty. Bsc technical services (ts) discussed there could be a possible interference, or grounding issue. The physician performed an x-ray per request of bsc ts, and indicated there was no connection or header issues found. Bsc ts suggested the physician going over the checklist that was sent. If in no way telemetry can be established after all steps have been followed, then further investigation and eventual device replacement may be necessary. This patient continues to have an intrinsic heart rate of 55 beats per minute, and this device was noted as being implanted subcutaneously. Subsequently, additional information was received that the physician performed all of the recommendations to obtain communication between the device and programmer suggested by bsc ts, but they were found to be unsuccessful. The physician then elected to explant this device. During the replacement procedure, the physician tried again to interrogate the device, but was unsuccessful. Information was also received that this patient did not experience any radiation therapy. There were no adverse patient effects reported.

Manufacturer narrative:
This device was explanted, and will be returned to bsc for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated. Upon receipt in our post market quality assurance laboratory, analysis isolated the location of the failure. The integrated circuit was milled down to the metal-1 level to expose nodes for electrical probing. Testing confirmed a current leak on the left side of the capacitor bank. The current leak through the failing capacitor was driven while photo emission images were taken. Two photo emission sites (one primary and one secondary) were observed in the upper left square of the left side capacitor. Initial allegations of not being able to interrogate this device were confirmed. Root cause for rapid battery depletion, which lead to the interrogation allegation, was a high current condition on the mixed mode ic (mmic) u301. High current was due to a capacitor oxide breakdown in a circuit located between u301 pins 87 and 88.